Event description:
The customer reported the system would not produce x -rays. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the fluoro functions board and the generator interface board. The system operates as intended.